Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, a batch review will not be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.

Manufacturer narrative:
(B)(4). A batch review was conducted for lot number h08i16033 with no exceptions observed related to the reported condition. The label review found the labeling adequate for the use error in this complaint.

Event description:
This report was received from global pharmacovigilance (gpv). This is a solicited report by a physician from (B)(6) of break in aseptic technique and bacterial peritonitis with culture positive for acinetobacter and fever in a patient coincident with extraneal viaflex (lot number 10f09g80) physioneal 40 unknown bag (lot number not reported), and nutrineal pd4 unknown bag (lot number 10i22g41) therapies intraperitoneally (ip) for continuous ambulatory peritoneal dialysis (capd). On an unreported date in 2010, the patient experienced a break in aseptic technique described as a non-sterile technique. On (B)(6) 2010, extraneal and nutrineal were withdrawn and replaced by physioneal. On (B)(6) 2010, the patient used extraneal despite the change in therapy. That afternoon, two to three hours after using the extraneal viaflex, the patient experienced a burning sensation in the belly which then developed into abdominal pains. On (B)(6) 2010, the patient experienced peritonitis manifested by abdominal pain. On (B)(6) 2010, the patient was hospitalized. On an unreported date, the extraneal viaflex was withdrawn. On an unreported date, the patient began remedial therapy with ciprofloxacin (250mg, twice daily, orally). On (B)(6) 2010, remedial therapy with kefzol ended. On the same day, the patient was discharged from the hospital. The patient did not specifically improve with the discontinuation of extraneal and nutrineal solutions. The physician stated that the root cause of the bacterial peritonitis was due to non-sterile technique. It was not reported whether the patient was retrained in proper aseptic technique. Physioneal 40, unknown bag therapy was ongoing. The physician suspected no causal relationship between the extraneal viaflex, physioneal 40, unknown bag, and nutrineal pd4 unknown bag and the bacterial peritonitis with culture positive for acinetobacter. The physician did not provide a statement of causality for the events of break in aseptic technique and fever. It was not reported whether the event of peritonitis resolved.